Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following; -there was a scratch on the bending section rubber. -there was a chip in the adhesive fixing part of the bending section rubber. -there was some residue left on the electrical contacts of the video connector. There was no abnormality on the image sensor unit, but when the image sensor unit was assembled to the internal board of the video connector and the internal board was heated, the reported phenomenon was reproduced. Therefore, the reported event may have been caused by a break in the internal board of the video connector. Damage to the internal board of the video connector may have been caused by the following; -a temporary short circuit was caused by connecting to the video system center with water or the like adhering to the electrical contacts of the video connector. -an overcurrent temporarily flowed by connecting and disconnecting the video connector while the power of the video system center was on. -static electricity was applied to the electrical contacts of the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. An olympus customer service checked the device at the user facility, but the reported phenomenon was not reproduced. The user facility reported that the device had been reprocessed with an autoclave. The doctor at the user facility requested an investigation into the cause of the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the monitor screen went black about 3 times. The user cycled the power of the devices used for the procedure and reconnected the connector, the issue was resolved. The user completed the procedure with the device. The device was used with an olympus video system center otv-s190. There was no report of patient injury associated with the event.